Manufacturer narrative:
Continued e1 (phone no): (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture". This record is for the left side. The device has been explanted and replaced.

Manufacturer narrative:
E1. Fax number continued: (B)(4).

Event description:
Healthcare professional reported left side "rupture". Healthcare professional reported "rupture". Healthcare professional later reported "shell¿s disruption and amorphous echogenic materia in implant" diagnosed via ultrasound. Immunohistochemistry report results "gross examination: surface shows smooth and glistening. Fibroconnective tissue with chronic inflammation (mild) and foreign body reaction. (Cd30: negative, alk: negative)". Healthcare professional later reported "a postoperative lt (lower pole tear) rupture". The device has been explanted and replaced.

Event description:
Healthcare professional reported "rupture". Healthcare professional later reported "shell¿s disruption and amorphous echogenic materia in implant" diagnosed via ultrasound. Immunohistochemistry report results "gross examination: surface shows smooth and glistening. Fibroconnective tissue with chronic inflammation (mild) and foreign body reaction. (Cd30: negative, alk: negative)". Healthcare professional later reported "a postoperative lt (lower pole tear) rupture". This record is for the left side. The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: - rupture: not observed. As per the investigation procedure, creases and deformation were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.